Manufacturer narrative:
Insulin pump alarmed pump error 41 during the rewind sequence of the displacement test. Motor was tested outside of the device and passed, problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error and interrupt source error. The customer¿s blood glucose level unknown. The alarm was cleared. The insulin pump will be returned for analysis.